Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their ventricular lead was unable to capture and sensing values had dropped. The lead was suspected to be dislodged. The patient was asymptomatic. During the explant procedure, the helix was unable to be retracted. The physician successfully explanted and replaced the lead. The patient was stable throughout.